Event description:
A malfunction on a customer's pump was reported while the customer was mountain biking, possibly due to exposure to moisture. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.